Manufacturer narrative:
Patient was an adult. The customer¿s report of a channel error code 211.2000.0 was confirmed. Physical inspection of the device noted very small amounts of contamination within the contact area of the pins on the left iui connector. Analysis of the pcu event log shows channel d pump module (sn (B)(4)) was infusing the drug epinephrine with a concentration of 4mg/250ml (drugid=(B)(4)) at a rate of 204ml/h on 25/nov/2018. At 1:19pm the pump module was recorded to have been removed while infusing, which resulted in a ¿channel disconnected¿ alarm from the pcu. The pump module was recorded reconnected within a few seconds of its removal. The pump module¿s event log recorded the power was interrupted to the pump module. The pump module when it reconnected produced a channel error alarm occur with the error code 211.2000.0 recorded. Both of the occurring alarms were confirmed by the user. The pump module was recorded removed after the alarms were confirmed. It was noted that both the channels c and d were recorded removed while actively infusing at 1:14pm on the same patient and day with the pcu having alarmed for ¿channel disconnected¿. During this incident channel c was infusing the drug midazolam, 125mg/250ml (drugid=(B)(4)) and channel d was infusing the drug epinephrine. Key press programming replication and ambulation of the infusion system were unsuccessful in replicating the channel error code 211.2000 and the ¿channel disconnected¿ alarm event. The probable cause of the channel disconnects/communication error was the result of an intermittent connection at the iui interface due to contamination on the contact pins. The root cause of the customer¿s report was not identified.

Event description:
It was reported that frequent channel and communication errors in the ccu occur as a result of fluid ingress on the iui connectors, which have stopped the pump module. The fluid ingress was either from cleaning the iui¿s, or the IV tubing leaked above the pump onto the iui¿s. The biomed reported that when the communication error occurred, a channel error resulted but the code for the channel error was not repeated because the actual problem was due to the communication, and not the channel hardware. The corrosion damaged the connector pins and they reported that they have had some burn up from the channel power. Currently, central supply performs most of the cleaning on the devices by spraying oxide directly onto the iui connectors, and clorox hydrogen peroxide on the rest of the device. The iui connectors are replaced at the first sign of any damage. Received a copy of the customer's medwatch report from the FDA which states, "patient was very unstable, sp02s in 70 ' s and rt was hand bagging, when alaris pump moved a bit - error came on saying "channel error" and the pump turned off. Epinephrine was infusing thru this brain and channel and was stopped due to this error. Patient immediately became more hypotensive to 30-50' s systolic and code blue was called. Infusion was set up on another pump and continued. Pump was brought to engineering for evaluation. Log file was downloaded and reviewed. From the log file, it appears there was a bad connection between the pump channel and the controller (brain). Log shows pump channel disconnected and reconnected repeatedly over a few seconds along with various communication errors. Finally it triggered a fault "code=211.2000.0; failure=comm failure; severity=runtime_ fatal _severity; subsystem= lkb_comm_ss" which shut down the pump as a safety feature. Pump was bench tested but the problem was not duplicated . We have frequent channel errors resulting from poor contact at the lui connector. Many times this causes the pump channel to stop pumping and turn off. The connector design is prone to fluid ingress from IV solutions and during cleaning ." An incomplete date of event of nov-2018 was provided.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported frequent channel and communication errors in the ccu as a result of fluid ingress on the iui connectors, which stopped the channel. The fluid ingress was either from cleaning the iui¿s, or the IV tubing leaked above the pump onto the iui¿s. The biomed reported that when the communication error occurred, a channel error resulted but the code for the channel error was not repeated because the actual problem was due to the communication, and not the channel hardware. The corrosion damaged the connector pins and they reported that they have had some burn up from the channel power. Currently, central supply performs most of the cleaning on the devices by spraying oxide directly onto the iui connectors, and clorox hydrogen peroxide on the rest of the device. The iui connectors are replaced at the first sign of any damage. Received a copy of the customer's medwatch report from the FDA which states, "patient was very unstable, sp02s in 70's and rt was hand bagging, when alaris pump moved a bit - error came on saying 'channel error' and the pump turned off. Epinephrine was infusing thru 'this' brain and channel and was stopped due to this error. Patient immediately became more hypotensive to 30-50's systolic and code blue was called. Infusion was set up on another pump and continued. Pump was brought to engineering for evaluation. Log file was downloaded and reviewed. From the log file, it appears there was a bad connection between the pump channel and the controller (brain). Log shows pump channel disconnected and reconnected repeatedly over a few seconds along with various communication errors. Finally it triggered a fault 'code=211.2000.0; failure=comm failure; severity=runtime_ fatal _severity; subsystem=lkb_comm_ss' which shut down the pump as a safety feature. Pump was bench tested but the problem was not duplicated. We have frequent channel errors resulting from poor contact at the lui connector. Many times this causes the pump channel to stop pumping and turn off. The connector design is prone to fluid ingress from IV solutions and during cleaning." An incomplete date of event of (B)(6) 2018 was provided.